Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during monitoring, warming in the sensor cable caused a third degree burn to the patient's skin on the left lower limb distal phalanx. The customer reported that this resulted to extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.